Event description:
I was fitted in 1996 with 2 filshie clips, pregnant 9 months later, more fitted in 1996, I had 6 fitted that am aware of via xray, all fallen off and migrated to other parts of the body, 2 removed on left side sitting under tube and tube removed from infection on the right side all clips left inside. One imbedded in the remaining tube and was cut out this (B)(6). I have 3 that are floating. Ten years of illness and utis in bladder on endep permanently to stop the burning. CT scan done recently shows 2 embedded in back muscle near rectum and one in the muscle of the bladder, waiting on surgery to try to get them removed, was never told these clips fall off and can migrate, I was told they were 100% safe. I have had antibiotics for over 10 years for condition unk to xray showing clips I thought were all out still there and not removed at time of salpingoneostomy back in 2005, very angry, can not work full-time anymore, sick in bed all the time and my family suffer for my illness and now I'm finding the muscles are aching in my back and waling is becoming harder and harder. I want these things banned.